Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked lcd window.

Event description:
The mother reported via phone call that the customer received a button error alarm while attempting to bolus. The customer's blood glucose was 181 mg/dl. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.